Event description:
It was reported that after smooth placement of the emboshield pro embolic protection system and an xact stent, the patient experienced "neurological dysfunction." The patient exhibited "blowing respirations considered to be symptoms of a cva (cerebrovascular accident)." Later in the evening, the patient experienced slight weakness. Two days after stent placement, the patient experienced hemiplegia. No infarction or bleeding was noted on a CT scan. Eight days later, the patient left ICU and is "almost completely recovered." No additional information available.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.